Manufacturer narrative:
(B)(4). The field service representative (fsr) received a video from the perfusionist, showing the roller pump's local display blanking out while continuing to pump. Roller pump was still controllable via touchscreen. The next day, roller pump's display was normal after rebooting power.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump's local display blank out while continuing to pump. The product was not changed out since the unit was still controllable via touchscreen. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no blanking out of the roller pump¿s display. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the small display assembly and verified operation. The unit operated the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation. Evaluation is in progress, but not yet concluded.

Event description:
Per clinical review, during cardiopulmonary bypass (cpb), the display of the sucker roller pump flickered and blanked and no flow or rpm data was able to be observed on the local display. The pump still functioned and the field service representative (fsr) reported the pump was used and controlled by the central control monitor (ccm) slider or displays for the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.